Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ mini pen needle was blocked. The following information was provided by the initial reporter translated from portuguese: "needle (partially) blocked."

Event description:
It was reported that the bd ultra fine¿ mini pen needle was blocked. The following information was provided by the initial reporter translated from portuguese: "needle (partially) blocked."

Manufacturer narrative:
The following fields were corrected: d.10. Device available for eval: no. D.10. Returned to manufacturer on: na. H.3. Device return to manuf: no. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.